Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the lot# of the faulty device was not provided by the customer.

Event description:
It was reported that: "a leak was noted during use. There was no patient harm reported. Patients ett was replaced with another one. The tube was in situ for at least several hours after intubation."

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# of the faulty device was not provided by the customer. Device evaluation: the reported complaint of "unable to inflate - cuff" was confirmed based on the investigation of the returned sample. The customer returned two samples: one representative sample and one actual sample that resulted in the complaint issue. The customer returned two units v5-10314 et tube, hvt,7.0, nova plus for investigation. One representative sample was returned along with the actual sample that caused this complaint issue. A lot number was obtained for the representative sample, but the lot number could not be confirmed for the actual sample. Both samples were visually examined with and without magnification. Visual examination of the returned devices revealed that both samples appeared typical. No defects or anomalies were observed. Upon functional inspection, the actual sample was confirmed to have an obstruction at the distal end of the pilot balloon. The obstruction was caused by adhesive material getting into the distal end of the pilot balloon during assembly and blocking the inflation line. The root cause of this issue is manufacturing related. A device history record review was performed on the lot number of the representative sample, and no relevant findings were identified. The lot number could not be confirmed for the actual sample. Corrective actions have been previously implemented under teleflex quality systems to address this issue. It could not be confirmed if the lot for the actual sample was manufactured prior to the implementation of those corrective actions.

Event description:
It was reported that: "a leak was noted during use. There was no patient harm reported. Patients ett was replaced with another one. The tube was in situ for at least several hours after intubation."